Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4), the customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the touch screen is not responding when touched. The customer reported there is some spot on screen. The issue occurred during testing. There is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. Upon inspection, the suspect front panel assembly was found with liquid ingress, which caused the touch screen to be inactive. This issue will be internally investigated within carefusion.